Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). The MRI technician reported per patient the ins was not working for a few years after implant. There was no symptom reported. No further complications were reported/anticipated.